Event description:
A high blood glucose level was reported, and it was suspected to be due to an unknown cause. There was a hospital visit required as a result of the high blood glucose level. The customer was described as rude and uncooperative, leading to the call being disconnected due to a lack of communication. No additional information was able to be obtained.